Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was observed from the connection site during an infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report that a leak was observed from the connection site was confirmed. Visual inspection observed a hairline crack on the female luer of the set. Pressure testing was performed; fluid was observed to be leaking from the crack. The root cause of the leak was a crack on the female luer. The cause of the crack is unknown.